Manufacturer narrative:
Analysis and results: there are no previous complaints of the same reference-batch. We manufactured and distributed in the market 120 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample from the customer for analysis. Without any sample we cannot carry out an analysis in order to take a decision. As no samples or units are available in stock, we have only been able to review the batch manufacturing record of this product. This product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If further information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with dafilon suture. The client reported that when opening on the instrumentation table, the suture was with the loose needle from the wire. Additional data has not been provided.